Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) is underway. The reported problem (battery charger fault flags) has been confirmed. Upon investigation the battery charger failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that battery charger sn (B)(4) was causing battery charger fault flags.